Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low sensor reading of 52 mg/dl on the abbott diabetes care (adc) device, compared to another adc meter reading of 291 mg/dl. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer felt neck muscle tension and self-managed to consume one sachet of glucose, followed by another sachet 30 minutes later. The customer had coffee with milk and sugar and experienced unspecified symptoms of hyperglycemia. A capillary test then showed a reading of 291 mg/dl. And the results, when plotted on a parkes grid, fell into the c zone, showing the difference in values to be clinically significant. The customer gave themselves 12 units of rapid insulin. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported a low sensor reading of 52 mg/dl on the abbott diabetes care (adc) device, compared to another adc meter reading of 291 mg/dl. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer felt neck muscle tension and self-managed to consume one sachet of glucose, followed by another sachet 30 minutes later. The customer had coffee with milk and sugar and experienced unspecified symptoms of hyperglycemia. A capillary test then showed a reading of 291 mg/dl. And the results, when plotted on a parkes grid, fell into the c zone, showing the difference in values to be clinically significant. The customer gave themselves 12 units of rapid insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.